Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The insert implant would not fit properly in the base plate. The surgeon stated the anterior flange was bent which did not allow the insert to fit properly.

Manufacturer narrative:
Examination of the submitted device found damage consistent with unsuccessful attempts to assemble the device into a tibial tray. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A complaint database search finds no additional reports against the provided product and lot combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The root cause is attributed to user technique. Evidence was found indicating the insert was not properly aligned with the tibial tray prior to attempted assembly. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.